Manufacturer narrative:
The reported issue that during the syringe module binary sensor testing within the preventative maintenance task the barrel clamp closed portion of the testing process fails if not waiting at least 30 seconds to elapse after the open testing is performed could not be confirmed; no product or the device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The devices in this case are not in use on patients during the preventative maintenance process. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported barrel clamp closed position will fail.